Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported torn material was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous and non-calcified lesion located in the right coronary artery. A 3.5 x 38 mm xience alpine stent delivery system (sds) was advanced over a filter wire with a guiding catheter when the wire pierced through the stent/balloon and came out of the side of the sds causing a tear. The wire was simply removed from the sds and guiding catheter. The devices never entered the patient. The filter wire was previously broken to reduce the length from 300 cm to 190 cm. And therefore, the physician used hemostats on the wire to avoid sharpness and prevent tearing on a another device. The filter wire was successfully used with another 3.5 x 38 mm xience alpine sds to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.